Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing deficiency was not identified. Based on the information received, a definitive root cause could not be determined; however, it is most likely patient conditions/risk factors contributed to this event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case edwards received information that a 25mm bioprosthetic valve was disabled after an implant duration of approximately one year, and 10 months due to severe recurrent aortic stenosis and aortic regurgitation. A 26mm edwards transcatheter valve was implanted in the aortic position using a valve-in-valve procedure. The patient was extubated and transferred to the cardiac intensive care unit in critical but stable condition.